Manufacturer narrative:
Other, date of event, d4: lot number, expiration date and device manufacture date is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the IV catheter twisted, due to an ill fitting hub to the tubing. This caused the IV to dislodge and the skin site to tear. Adverse patient effects are unknown.